Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for a female patient in the emergency room. The patient was kept under observation, and a new sample was drawn three hours later, which generated a normal result. The following data was provided: on (B)(6) 2025, sid (B)(6), result (first collection) = 39.3 pg/ml. Other result provided: sid (B)(6), ck-mb result = < 0.3 ng/ml. On (B)(6) 2025, sid (B)(6), result (second collection, 3 hours later) = <10.0 pg/ml. Other result provided: sid (B)(6), ck-mb result = <0.3 ng/ml. The customer then repeated sid (B)(6), (first collection), and the result was <10.0 pg/ml. Per the alinity I stat high sensitivity troponin-I package insert, the diagnostic cutoff for female = 15.6 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for a female patient in the emergency room. The patient was kept under observation, and a new sample was drawn three hours later, which generated a normal result. The following data was provided: (B)(6) 2025 sid (B)(6) result (first collection) = 39.3 pg/ml. Other result provided: sid 5155861704 ck-mb result = < 0.3 ng/ml. (B)(6) 2025 sid (B)(6) result (second collection, 3 hours later) = <10.0 pg/ml. Other result provided: sid 5155864001 ck-mb result = <0.3 ng/ml. The customer then repeated sid 5155861704 (first collection), and the result was <10.0 pg/ml. Per the alinity I stat high sensitivity troponin-I package insert, the diagnostic cutoff for female = 15.6 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69217ud00. A review of the device history record did not identify any non-conformances or deviations with lot 69217ud00 and the complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient result for lot 69217ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent, lot number 69217ud00, was identified.